Event description:
Related manufacturer reference number: 2017865-2023-24140. It was reported that the patient presented with wound dehiscence of their implantable cardioverter defibrillator pocket. Infection was noted. The full system was explanted and replaced. The patient was stable.